Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported he would test using the meter and then program a bolus using the standard bolus type in the meter, and then confirm the bolus. Patient stated he would watch it count down from the starting amount all the way to zero; but he is not getting that bolus. Patient reported his blood glucose level was also not affected. Patient reported he had to manually program the bolus using the pump to get the bolus to really be delivered. Clarified the meter and pump are not having communication issues. He believes the pump is not delivery insulin correctly. No adverse event reported. Requested return of the pump and meter for evaluation.